Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was displaying an error 1 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 8 p.m., on (B)(6) 2018. The patient manages his diabetes with insulin (humalog and levemir, dose not specified) and claimed that he increased the dose of his insulin by 2 units (exact dose administered was not specified) in response to the alleged issue. The patient reported that he developed ¿blurred vision¿ immediately after the alleged issue occurred. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr established that the product was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue occurred.